Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was use related, as the impella was pulled too far back into the aorta when repositioning and could not re-cross the valve. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, flows were low and suction alarms occurred. During repositioning, the impella pulled back into the aorta and was unable to cross valve. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.